Event description:
A hydrothermablator was used for a hydrothermablation procedure(age, weight unknown). According to the complaintant, the alarm sounded at the very end of the procedure indicating a fluid loss rate of 3 cc per minute. After the cool down period, a mild burn was noted and the patient was treated with silvadene cream. The procedure was completed with this device, and there were no further complications reported with this event.

Manufacturer narrative:
No device evaluation was performed as product was disposed. A review of the device history record could not be performed as the lot number was not provided. Additionally with no lot number, the expiration and manufacturing dates are not known.